Manufacturer narrative:
The customer reported that the bsm (bedside monitor) has a bad lcd. The customer can hear clicking but can't see anything on the monitor. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The inverter was replaced which corrected the issue. The repaired device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) has a bad lcd. The customer can hear clicking but can't see anything on the monitor.